Manufacturer narrative:
After review of the complaint details by clinical review team, it was determined that there is no complaint. According to clinical, hemolysis was resolved with standard troubleshooting. There was no deficiency or adverse event against any impella devices. This reporting is being redacted and prior reporting should be disregarded.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella cp support, imaging was utilized to assess pump position. The device was reported to be operating at performance level p-6 with flows of approximately 2.8 liters per minute. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. A positioning issue was identified, with the impella cp device noted to be positioned deep. Imaging was used to evaluate the device position; however, it is unknown whether repositioning was performed or if repositioning resolved the positioning concern. The post-procedure outcome was survival at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.